Event description:
It was reported one of patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken wherein the migrated lead was replaced and therapy restored.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead model: 3186, UDI: (B)(4), serial: (B)(6) batch: 6009166. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.